Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had frequent low battery alerts on the insulin pump. Customer stated they were changing batteries every other day. The customer's blood glucose was unknown. It was also found the customer had a failed battery test while troubleshooting. Troubleshooting could not continue as the customer did not have any more batteries. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.